Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited episodes of inappropriate auto-mode switching due to competitive pacing. The device was reprogrammed and remains implanted.